Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter delivery system without the introducer sheath and the dilator was returned for evaluation. The pusher wire was bent. The tuohy-borst was returned loose. The filter was received in its deployed configuration. All 6 arms and 6 legs were present and intact. A kink in the pusher catheter was identified approximately 56.6cm from the pusher pad. Signs of skiving were observed inside the storage tube. No other anomalies were identified. Functional/performance evaluation: the storage tube was examined under microscopic magnification (15x) and diagonal inner surface skiving was identified. No other anomalies were located on the returned device. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a bent pusher wire and is confirmed for failure to advance as spiral skiving was found inside the storage tube. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, resistance was felt during the advancement of the filter until the filter became stuck inside the delivery sheath and could not be deployed. Therefore, the delivery system and filter was exchanged for a new filter that was prepped and deployed successfully. There is no reported patient injury.